Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The check button does not respond. There are particles of plastic inside the housing of the check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.

Event description:
On (B)(6) 2013, an assistant at the assisted care facility, where the patient lives, reported that she was unable to prime the infusion device. She stated when she programs the prime the device does not prime and goes into stop mode. During troubleshooting, it was discovered that the check button on the device was only functioning intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.